Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. The insulin pump was received with moisture damage on the motor, battery tube, vibrator and keypad assembly. The device was unable to test the display anomaly due to blank display. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Event description:
Customer reported via phone call display anomaly and moisture damage on the insulin pump. Customer's blood glucose level was 124 mg/dl. Troubleshooting for display anomaly was performed. Customer advised when they would press a button the display screen would go blank. Customer advised there is moisture damage but no physical damage. Customer advised they went skiing which may have resulted in the damage. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.